Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Death and thrombosis are listed in the vision IFU as a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant. In this case, it is possible that the death may have been a secondary effect of the thrombosis; however, an autopsy was not performed; therefore this cannot be confirmed. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: death. Reporting rationale: thrombosis resulting in death. Device issue: no device malfunction has been reported. It was reported that a study patient, in a non-abbott sponsored study, died three days after the implant of an rx vision stent, in an old people home, in the intensive care unit. It was reported that the cardiac death was likely due to stent thrombosis. No autopsy was performed on the patient. The patient was taking aspirin and clopidogrel at the time of the event. No additional event or patient information is available.